Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens cracked as it was inserted into the pt's eye. Lens was removed without any pt injury. Backup lens, same model and size was implanted. No lot numbers provided.

Manufacturer narrative:
(B)(4).